Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen, but remote support service was online. A field service engineer found that the full-height drawer 6 controller was preventing the station from booting, replaced the drawer controller and tested the drawer using the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was completely black. Station would not power turn, changed the socket and rebooted several times but unable to fully booted up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.